Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during the load process. It was reported that the customer ran out of insulin and did not acquire back up therapy. Customer's blood glucose level was elevated. The customer reported being hospitalized on (B)(6) 2015, due to a "diabetic coma". Treatment was performed via intravenous insulin and the customer was discharged from the hospital on (B)(6) 2015 with back up insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.